Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and undersensing of intrinsic r-waves, which were falling within the blanking period, and the non-boston scientific right atrial (ra) lead exhibited undersensing. The device and leads remain in service. No adverse patient effects were reported.